Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during a sling placement procedure performed on (B)(6) 2010. According to the complainant, immediately post procedure but prior to discharge, the patient presented with leg pain. The physician prescribed lortab and anaprox as well as physical therapy. The patient attended physical therapy on (B)(6) 2010 and then the pain resolved. The patient's current condition was reported to be "fine".